Manufacturer narrative:
In the initial MDR, an incorrect date was entered. The correct date is as follows: device manufacture date: 12/08/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record evaluation could not be performed because the model and serial number of the complaint product are unknown. Labeling review: a labeling review could not be performed because the model and serial number of the complaint product are unknown. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Upon receipt of additional information it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. In the initial MDR PMA # (B)(4) was provided however this is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, best estimate (B)(6) 2017. If explanted, give date: not applicable, lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's left eye (os), (B)(6) 2017. The patient has complained of being extremely bothered by halos while driving at night, being very bothered by glare and starbursts when driving at night, and being moderately bothered by sensitivity to light while sometimes reading and driving at night. These patient symptoms significantly interfere with activities of daily life. No additional information was provided. The patient had bilateral lenses implanted. The lens in the right eye was explanted. They are waiting to see patient satisfaction of first eye explant prior to making a decision of whether or not to explant the left eye. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.